Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that their customer states that the side rails have broken and fallen off of the bed. Customer did not have any model of the side rails. Side rails were not ordered at the time the bed was ordered per the invoice.